Event description:
Caller contacted support to update settings, specifically focusing on the time and personal profile adjustments. There was no reported adverse impact on the customer¿s blood glucose level, as previous settings did not result in readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller by advising them to monitor their pump's time for discrepancies and follow up if issues persisted. No further information was received regarding the outcome of the event.